Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the expected reservoir volume (erv) for patient's refill on (B)(6) 2018 was 6 ml. The hcp aspirated 6 ml and then started to put in new medication. When the pump was almost full, the hcp was unable to get all of the medication into it. The hcp attempted to aspirate some and fill some several times in order to determine why he couldn't get all 40 ml into the pump. The hcp finally aspirated all medication out and stated that 44 ml was injected into the pump. The hcp stated that there was something wrong with the pump and the patient "walked in having 26 ml in that pump when there was supposed to be 6." It was unsure where the hcp got the 26 ml number from. No patient symptom was reported and the patient had no complaint. The event date was (B)(6)2018. Additional information was received from the healthcare provider (hcp) via a representative. It was reported that after numerous aspirating and filling of the reservoir it was believed that a calculation error was made and that the pump was functioning as normal. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated a dye study was performed and the cause of the volume discrepancy on (B)(6) 2018 was attributed to a catheter kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the plan was to revise the catheter on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(4) 2018-. It was reported that on (B)(4) 2018, another volume discrepancy occurred. The actual reservoir volume (arv) was 40ml and the expected reservoir volume (erv) was 6.3ml. Pump logs were checked and the rep was not seeing any anomalies with the logs. It was noted that the patient complained of not feeling well and not feeling any relief for quite a while, however the date of onset of patient symptoms was unknown.